Event description:
Pt implanted with matrix construct on an unk date. The screws at s1 dislodged postoperatively. Pt was revised on an unk date. This is the 5th of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.